Manufacturer narrative:
Referring to the product inquiry the reunion tsa - press-fit humeral stem 9mm [packaging] is stated to be the primary product. No further associated products were reported. The device resp. Packaging reported was not returned to stryker kiel and thus, a physical examination of the subject device was impossible. Below report is based on available information, only. Review of the manufacturing documents revealed no discrepancies; the item was documented as faultless prior to distribution. However, not enough information [like a photo] is available to confirm the reported case. It could not be excluded that the pollution occurred at the user site during opening/handling of the device. Based on the information given an exact root cause could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future we reserve the right to reopen the case and to change the root cause. No non-conformity was identified.

Event description:
Per sales rep reported flakes in packaging. Patient was having shoulder replacement surgery due to arthritis and limited range of motion. Rep stated backup device available for implant. Clarifications were provided that ¿residual powder¿ is a better way to describe event, instead of ¿flakes in packaging¿.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Per sales rep reported flakes in packaging. Patient was having shoulder replacement surgery due to arthritis and limited range of motion. Rep stated backup device available for implant. Clarifications were provided that ¿residual powder¿ is a better way to describe event, instead of ¿flakes in packaging¿.